Event description:
Implanted 2001. Sometime after surgery, it was reported that one of the screws broke and the top and bottom locking screws on the plate were loose. Explanted 2002. Pt had not fused.